Event description:
Philips received a complaint from the respiratory therapist customer on the v60 ventilator indicating that the device is giving a low leak c02 rebreathing risk alarm while testing. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported issue. The average air slpm reading on the pneumatics screen is reading -240 when set to zero flow and pressure. The rse advised to replace the flow sensor assembly. The customer replaced the flow sensor assembly to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.